Event description:
It was reported that the product was being used in a surgery and broke in the patient's skull. Product was removed from patient's skull and there was a backup available so the case was completed as scheduled.

Manufacturer narrative:
A confirmation of the reported event was not applicable because the device was not returned. Because the affected device was not returned for investigation a metallurgical examination can not be performed and it is not possible to determine the root cause. According to previous investigations the possible root causes could have been: too high torsional forces during insertion; the user applied too high bending forces upon to the thread due to not completely cut off zygoma; insufficient cleaning caused pitting corrosion ¿ corrosion favours breakages. Concerning the reported issue a CAPA has been implemented which became effectively in january 2010. Because no lot code # was provided it could not be determined whether the product was manufactured before or after the measures became effective. Therefore further action is deemed to be not required at this time. Product surveillance will continue to monitor complaints of this type for adverse trends and the complaint is added to the complaint trend.

Event description:
It was reported that the product was being used in a surgery and broke in the patient's skull. Product was removed from patient's skull and there was a backup available so the case was completed as scheduled.

Manufacturer narrative:
Investigation in progress but not yet complete.